Event description:
The complainant reported that there was a suction event, intracranial herniation and limb ischemia during impella cp patient support. It was noted that suction alarms were resolving with albumin. Additionally, previously diminished distal pulses returned in the right lower extremity. The abiomed clinical representative suggested neers for left extremity perfusion monitoring given the right leg extremity cp (nitropaste on foot for apparent decreased perfusion) the patient was undergoing a neurological assessment with a pause of sedation and pain meds. The patient¿s only remaining reflex was a cough. An urgent CT was ordered. Prior to the CT, the right pupil was found to be significantly larger than the left. CT later confirmed intracranial herniation and was declared brain dead. The patient was made dnr and organ donation was being pursued. The patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Pump suction: suction alarms are resolving with albumin. After reviewing the logs, multiple suction alarms were observed. The cause of pump suction was most likely patient condition related since the suction alarms resolved after the patient was given albumin and fluids. Device history review: the device passed all the post sterile inspection checks.